Event description:
It was reported that during follow-up, low impedance was observed on the atrial lead of an asymptomatic patient. A slight increase in capture threshold was also reported. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure and would continue to be monitored.